Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: gehc trout: 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was a malfunction resulting in oxygen failure. There was no patient involvement.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.